Event description:
Please refer to manufacture report # 3008382007-2013-07602 for related complaint on (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq had powered off during use. During a follow-up call on (B)(6) 2013, the patient informed the customer service representative (csr) that the subject meter had also reverted to the setup mode once the meter was powered back on after it had powered off during use. The complaint was classified based on the information provided by the patient at the time of the follow-up call. The patient reported that on an unspecified day in (B)(6) 2013 she "fainted" and when her daughter attempted to test her blood glucose, the subject meter would power off. The patient claimed her daughter attempted to test her three times and each time the meter would power off and when powered back on it would revert to the setup mode. The patient informed the csr that her daughter contacted ems when she was unable to obtain a reading and that she was taken to the ER and admitted into the hospital. The patient reported that her blood glucose registered at "30.x mmol/l" when tested with another device. Prior to losing consciousness, she had tested her blood glucose that morning; however, declined to provide reading obtained at that time. Replacement product was sent to the patient. Although the patient was hospitalized for hyperglycemia, there is no indication that the alleged meter issue caused or contributed to this serious injury. The patient was in injury prior to when the alleged meter issue started. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.